Event description:
In 1997, a pt with unk medical history had a venous access device implanted. At approximately 6 years postoperatively, the device was functioning abnormally (would not flush or aspirate). According to the report, the venous access device was subsequently removed.